Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted under general anaesthesia on (B)(6) 2022. It is unknown if there are plans to re-implant the patient as of the date of this report.